Event description:
The pt was revised because of pain.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the manufacturing records did not reveal any anomalies. A serach of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.